Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use, the gore tag thoracic endoprosthesis provides endovascular repair of aneurysms of the descending thoracic aorta (dta). As reported, this pt was treated for a pre-existing rupture of the dta. The review of the sterilization paperwork verified that this all met all pre-release specification.

Event description:
On (B)(6) 2009, this pt underwent endovascular repair of a pre-existing ruptured thoracic aortic aneurysm using gore tag thoracic endoprosthesis. Post-operative, the pt complained of hyposthenia at his right low extremity. The physician suspected paresis due to spinal cord ischemia. The physician administered medication and started the pt on rehabilitation. On an unknown date, it was determined that infection of the stent graft was present. On (B)(6) 2009, 6 month follow-up revealed that the paralysis still remained. The rehabilitation continued. On (B)(6) 2009, the pt expired due to sepsis.